Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. The motion sensor test failure and motor position encoder error alarms could not be verified due to the motor anomaly. The device had a cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 303 mg/dl; treated with manual injection. He stated that the device might have been exposed to an MRI. Troubleshooting was not able to resolve the issue. The father stated that the customer was in surgery the day prior but it was not diabetes related. The device was returned for analysis.